Manufacturer narrative:
Codman has received the device for eval. Historically, for complaints of this nature, examinations of the valves have revealed the accumulations of biological debris within the valves, which have resulted in blockages within the devices. Reviews of the device history records have confirmed that the valves have met specifications when released to stock. A follow up report will be filed if the investigation of this device reveals a result different from that which is stated above or if any further info regarding the cause or mode of failure is made available. Otherwise, the complaint is closed at this time.

Event description:
Affiliate reports the valve was set at 90mmh2o opening pressure. After the doctor put it in, there was no csf flow. Then he waited an hour, and still no csf flow. So he changed the valve to 82-3100 to continue the operation. The distributor doubts that the valve has been blocked.